Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received per social media that the patient underwent a back surgery for an unknown reason. No further information could be obtained.